Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was vertebral compression fracture. It was reported that, the expended bone cement was mixed for 30 seconds per the IFU's. When doctor tried to inject the cement it was too hard. The cement appears granular. Therefore, the account needed to open another new bone fillers from the kit and a replacement cx01b expede cement. New cement was implanted without incident, the patient did well, there was only a 5 minute delay in the overall case. Procedure performed was balloon kyphoplasty and the levels planned to implant with cement were l2. There were no patient symptoms reported. There were no further complications reported regarding the event.